Event description:
It was reported that the scale allegedly is not weighing correctly. No adverse consequences were alleged.

Manufacturer narrative:
(Result): the bed was inspected by manufacture field service technician and the scale was operating correctly. Original reported failure was not able to be confirmed.